Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the patient underwent a catheter dye study on (B)(6) 2017. The physician was unable to aspirate through the catheter access port. The patient had been scheduled for catheter revision/replacement on (B)(6) 2017. Additional information received on (B)(6) 2017 reported the patient underwent a catheter revision on (B)(6) 2017. It appeared the existing catheter was kinked above and below the anchor in the spinal area. Cerebrospinal fluid (csf) flow was improved once the segment including the catheter was removed. The remaining spinal segment was pulled down a few centimeters to join to the existing proximal segment using the connector pin with collets from the accessory kit. After the connection was complete, the surgeon performed a catheter dye study by accessing the catheter access port of the pump. The surgeon was able to aspirate csf with good flow. Approximately 6 ml of intrathecal dye was injected thought the access port, and the catheter was visualized under fluoroscopy where the tip of the catheter was observed as well as dye throughout the intrathecal space. The pump was reprogrammed from 650 mcg/day to 350 mcg/day. The patient was admitted to ICU for observation of underdose or overdose symptoms. The representative stated they had no further information at that time, and the medical doctor had no further information at that time. No further patient complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and other spasticity. The pump contained lioresal with a concentration of 2000 mcg/ml at a dose of 800 mcg/day. It was reported there were increasing volume discrepancies at past refills. There were no known environmental/external/patient factors that might have led or contributed to the issue. No diagnostics, troubleshooting, actions, or interventions had been performed at the time of the report. A catheter dye study was planned, but had not been scheduled yet. The issue was not resolved at the time of the report. Pump refill notes from the nurse included on (B)(6) 2016, programmer residual was 4.4 ml, and actual residual was 7 ml; the rate was increased from 175 to 210. On (B)(6) 2016, programmer residual was 23.7 ml, and actual residual was 28 ml; the rate was increased from 250 to 300. On (B)(6) 2016, programmer residual was 2.7 ml, and actual residual was 10 ml; the rate was increased from 618 to 728. On (B)(6) 2017, programmer residual was 4.2 ml, and actual residual was 14 ml; the rate was increased from 744 to 800. Patient medical history included spasticity. No patient symptoms were reported.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a consumer reported they were calling to see if there were tests they could run to check on the pump and catheter. There were discrepancies noted at past refills, but the caller (mother of patient) did not know the volume information. The caller stated about 4 months ago they removed the medication to do the fill and there was more there than there should have been, but said it was within range, and they said the patient was ok. The drug for each volume discrepancy was lioresal. The caller stated in (B)(6) 2017, they went in for the fill, and they removed the medication from the pump and there was more medication in the pump that time than last time, and it was now out of normal range. The caller stated she called the doctor and was waiting to hear back from them. The change in therapy/symptoms was considered gradual. The caller stated the patient was having more muscle spasms. The caller stated before she would put him in his chair and he would be fine. She constantly had to sit him back up in the chair because of the muscle spasms he ¿throws himself¿. The caller stated she was finding he was ¿not right¿ meaning she had to fix him in the chair all the time.